Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead was an attempted implant due to high impedance measurements exhibited despite the implantation site. No current of injury was seen. No adverse patient effects were reported.